Manufacturer narrative:
MDR ref#: 9617613-2009-00015 (tsl pelvilace urethral sling). MDR ref#: 1018233-2009-00138. Note: this report corresponds with the report for a "pelvisoft 8x12cm/1.0mm" product ID 481812.

Event description:
Procedure type: urological. According to the reporter: following a repair of a cystocele, rectocele, and enterocele with a pubovaginal sling in 2007 for treatment of perineoplasty and cystourethroscopy for interstitial cystitis, the mesh allegedly eroded through the pt's vagina, with bleeding and oozing from the vulva incision. She required several surgeries to remove the eroding mesh.